Manufacturer narrative:
A medtronic representative visited the site to perform a system checkout. It was shown that the lvps fuse was blown and the 5/12vdc was out of spec. The fuse was replaced and adjusted the power supply outputs to spec. The system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the ias was beeping when it was powered on. It was unknown what the battery indicator lights displayed.